Event description:
This is a spontaneous case report received from a (B)(6) year-old female consumer from newspaper article from (B)(6) on 28-jul-2016 who had essure (fallopian tube occlusion insert) inserted in 2010 for sterilization. She stated that her sterilization was completed within several minutes in 2010. No pain during insertion, no anesthetic and no after-pain. In 2011, around 8 months after the sterilization, consumer experienced some complaints. Consumer felt tired, but thought she needed a holiday. With some rest in the summer, the complaints disappeared. Subsequently, consumer experienced some skin complaints, headache, palpitations, flushes and several other menopause complaints. Consumer also became light depressive and experienced mood swings. Abdominal pain was a daily issue. Consumer was more sensitive and became angry suddenly quicker. Because the complaints were persisting, consumer decided to visit the general practitioner at the end of 2012; blood test did not give an answer. Consumer's condition was top, but which continued to deteriorate in 2015; she had two flus on a row. At home consumer was only able to do what was necessary in the household. Every month consumer was at the general practitioner. In (B)(6) 2016, her tubes with the coils were removed. The complaints were gone (not all by the way) company causality comment: this non-medically confirmed, spontaneous case report from newspaper article refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. Her tubes with the coils were removed. The event is listed in the reference safety information for essure. Abdominal pain may occur with essure therapy. In this case, it was reported that abdominal pain was a daily issue. Based on a compatible temporal relationship and in the lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information cannot be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 18-aug-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-aug-2016 for the following meddra preferred terms: abdominal pain: the analysis in the global safety database revealed 723 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report from newspaper article refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. Her tubes with the coils were removed. The event is listed in the reference safety information for essure. Abdominal pain may occur with essure therapy. In this case, it was reported that abdominal pain was a daily issue. Based on a compatible temporal relationship and in the lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.